Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed a motor position encoder error alarm after the customer had gone through an mrs scan. Customer's blood glucose was 170 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump failed the displacement test followed by a motor error alarm during the rewind and motor position encoder error alarms in the alarm history file due to an out of phase motor encoder signal. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, and a cracked reservoir tube window. The end cap was inspected and the sticker is not missing or damaged.